Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed. The one grip close cable was frayed at the distal idlers. The idler pulley spun freely. The frayed segments stuck out at the wrist. The other cables at the wrist were undamaged. The distal idler pulley on which frayed the cable was seated had a section that was bent inwards. The evidence was inconclusive, but the pulley damage was likely due to mishandling and this damage likely contributed to the cable fraying. No other damage was found.

Event description:
It was reported that during a da vinci si prostatectomy procedure the large needle driver instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.